Event description:
Hospital personnel were cleaning an operating room after a case, when a boom linkage broke and shifted the boom downward until the gas springs engaged. The hospital employee was positioned in front of the room when it shifted downward. The downward shift reportedly dislodged a bovie, an approximately ten pound piece of equipment loaded on the balloon shelf, which struck the employee on the toe. The equipment was not strapped down as instructed in the operating manual.